Event description:
The following was reported via (B)(4) submitted by the pt: "mesh repair after sexual intercourse, feels like it grips tightly on where it was implanted. Right side of abdomen and stomach goes numb and becomes distended over time. Problem still exists to this day, now with skin condition resulting from it as well. Right side hernia repair. Sometime in 2012 major back pain used hydrocodone for pain relief, feels like right side repair grips tighter, along with left hernia repair done in 2005, doing on the same on the left side, resulting in pressure exerted on left muscles of abdomen and stomach. No change as well. Mesh repair defective.

Manufacturer narrative:
We are unable to contact the initial rptr as no info was provided. MDR includes all pt, event and device info davol has rec'd to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt's report is unclear as to whether the alleged back pain is related to the hernia repair. It appears the mesh remains implanted. Product identifiers have not been provided therefore mfg review is not possible. With the limited info, no conclusion can be drawn. See MDR 1213643-2012-00802 for info related to the right hernia repair in 2012.